Manufacturer narrative:
(B)(4). Implant date: around 20 years ago. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision poly swap on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, unknown maxim tibial tray, lot # unknown, catalog #: unknown, unknown maxim femoral, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the provided radiograph stated there may be slight radiolucency, varus positioning of the tibial component, and additional narrowing of the joint space, which could lead to polyethylene wear. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to poly wear.